Event description:
While abbott medical optics clinical development manager cdm provided surgery support, the doctor had a patient return for a one day post-op with striae on both eyes (ou). Patient pre-op best corrected visual acuity (bcva) 20/20; uncorrected visual acuity (ucva) post op was 20/60. No bcva was taken. The doctor lifted and rinsed ou. No bandage contact lens (bcl) was placed. Ucva one day post-op was 20/25 ou.

Manufacturer narrative:
(B)(4). Evaluation: field service engineer (fse) was onsite on (B)(4) 2012, to continue with ongoing repairs. The fse aligned laser engine and delivery system, ran auto-correlation, auto beam profiler, and z-calibration. Fse tested extensively in gel to check laser performance. While conducting the repairs, the beam steering shutter hung up several times, which was then replaced. The new shutter assembly functioned properly and corrected the problem. No other observations were made. The system meets all amo specifications. Clinical development manger provided surgery support on (B)(4) 2012 after the repairs. Additional modifications to surgical settings were made to address the customer's concerns. Although the modifications did not resolve the concerns, procedures were completed without any additional adverse effects reported. Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder